Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(6). From user's / initial reporter's narrative: "spinal needle broke during procedure. Details of injury (to pt, carer, or healthcare professional): part of the needle is inside the pt and the pt will be returning to theatre to have the piece of needle removed. Action taken (includes any action by pt, carer, or healthcare professional, or by the MFR or supplier): reported to pt and family. Specialists involved, orthopedic surgeon and anaesthetic teams. Plan for removal of needle under general anaesthetic."

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files did not indicate recorded quality problems or rejections related to this incident. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available, pajunk considers this file as closed.